Manufacturer narrative:
(B)(4). Batch m53x9c. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, incomplete staple line, etc.)? There were malformed staples. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? How was the tissue repaired? The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The reported event could not be confirmed as no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, during the creation of the gastric pouch, the surgeon used the device. The surgeon used a blue reload. The tissues of the patient were thin. During the stapling phase, the tissues moved abnormally. A bleeding is directly appeared on the staple line. The bleeding was treated. The gastric tissues were shredded. To continue the operation, the surgeon used a like device for the remaining reloads. The staple line with the like device was perfect without bleeding.